Event description:
Customer reported that the unit needs calibration. No pt incident or injury was reported.

Manufacturer narrative:
Evaluation results: - evaluation of the returned unit found that the reported issue cannot be confirmed. Needle moves up when inflation bulb is squeezed and holds pressure but needle does not reset to zero. No readings taken since needle does not reset to zero. Note: instructions for use state: the cufflator should be calibrated annually, or if measurements fall outside of this range, or if the cufflator needle does not indicate a reading of zero when nothing is connected, or if the unit is ever dropped. (B)(4).